Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon has reported inaccuracies during use. Unsure if the accuracy has always been in the same direction. The site was using a competitor¿s driver with a navlock instrument. It was mentioned that the manufacturer representative (rep) has been unable to replicate the issue¿whenever he¿s provided surgery coverage, the accuracy has always been fine. The surgeon prefers to use a spinous process clamp rather than a perc pin. The rep checked the instruments after surgery and found no issues with any specific instrument. The site has had a loaner from the nac since (B)(6) 2025 and has had no problems using the loaner for the last 6¿8 cases with the same imaging system. The site was using spheres. Another surgeon also used this navigation system and has not reported any accuracy complaints; however, staff noted this other surgeon may not be as strict about accuracy. Currently, the surgeon in question has not been using this system at all. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.